Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported event. Per our assessment with our medical director and (B)(6) is that the ICD and pod did not have any interactions causing the issue the patient noted. There are no contraindications on the ICD regarding insulin pump devices. It is highly unlikely that the issue experienced by the user was related to the insulet omnipod. No product lot number was reported therefore no qualification records were reviewed.

Event description:
A registered nurse reported that the customer was on a defibrillator, pacemaker and had a pod on his left arm. He noticed that there was an electric shock that ran down his arm. He stated that he could not use his hand for approximately 20-30 minutes. He is seeing his doctor and nurse on a weekly visit and according to his doctor everything is fine with both the defibrillator and pacemaker. He also been advised not to place the pod on the upper left side of his body.